Event description:
It was reported that the surgeon was going to use scorpio nrg ps femoral#5 left but he implanted a scorpio nrg ps femoral component with ha size 5 by mistake by using cement. There was no device malfunction.